Manufacturer narrative:
Evaluation of the returned smart coil pusher assembly revealed that the embolization coil was detached from the pusher assembly, and the proximal end of the pusher assembly and the pull wire were fractured. This damage was likely a result of manual detachment attempt during the procedure. Based on the returned condition, functional testing could not be performed; therefore, the root cause of the failure to detach during the procedure could not be determined. Further evaluation of the device revealed pusher assembly kinks. This damage was likely incidental to the complaint. Evaluation of the returned two handles revealed functional and undamaged devices. During functional testing, both handles were tested with a handle test fixture and the handles were performed within specification. The handles were able to detach demonstration smart coils without issue. Penumbra coils and handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-00247, 2. 3005168196-2021-00248, h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00247, 3005168196-2021-00248.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra stent. During the procedure, the operator placed a stent. Then, the aneurysm ruptured while an operator was placing a smart coil. While the physician attempted to detach the smart coil using a handle (f100891), an audible click was heard and the black alignment zone had separated, but the smart coil failed to detach. Another attempt was made to detach the smart coil using the handle but was unsuccessful. The physician then attempted to manually detach the smart coil; however, the smart coil did not detach. Afterwards, the physician attempted to use a second handle (f94335) to detach the smart coil; however, the smart coil failed to detach. Another operator came in to help and was able to manually detach the smart coil. The physician was able to stop the bleeding from the rupture by inflating a balloon. The physician was satisfied with the angiographic outcome and anticipates the patient will do well.